Manufacturer narrative:
The insulin pump was received with all operating currents within specification and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The drive support disk was inspected and no anomaly was noted during. The insulin pump was received with cracked case at display window corners and battery tube threads. The insulin pump was received with broken belt clip slot. The insulin pump was received with stained end cap sticker. The insulin pump was received with minor scratched lcd window.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis. The customer's blood glucose was 530 mg/dl at the time of incident. The customer's blood glucose was 441 mg/dl at the time of call. The customer stated that they treated the high blood glucose with manual injection at the hospital. The customer stated that they were wearing the insulin pump at the time of hospitalization. The customer stated that the drive support cap was flush. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation. The insulin pump passed the displacement accuracy test.